Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 23-apr-2024 to ensure that the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated she had gone to the doctor on (B)(6) 2024. Customer stated that her blood sugar is high, and she was given medicine. Customer stated she and her doctor will be working on her diabetes. Customer will continue to use the true metrix air meter, she does not want a replacement because she believes the meter is working properly.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer stated that she did eat candy 20 minutes before obtaining the hi. The customer¿s expected blood glucose test result range was not provided. The customer reported experiencing frequent urination but was unsure if it's because of her age or a uti. Customer had initially spoken with coordinator and stated due to her concern with the hi she was going to contact her doctor. When technician contacted customer, the customer stated that she had contacted the doctor and they had advised her to come in the following morning and if anything happens between now and then to go to the ER. The test strip lot manufacturer¿s expiration date is 05/31/2024; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.